Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter thoracic aortic aneurysm. It was reported approximately 1 year post the index procedure aneurysm enlargement was observed on CT. It was noted to be due to type IV or type ib. An additional valiant stent graft was implanted to resolve the endoleak. As per the physician, the cause of the event was due to an undersized stent graft which was thought to have contributed to a distal type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause and source of the contrast seen within the taa could not be determined from the films provided. Review of pre-implant CT¿s revealed that the patient had a 6cm max diameter x 8cm length taa located in the mid-descending thoracic aorta. Mild thrombus with no appreciable calcification was seen along the essentially straight descending thoracic, and along a 4cm distal seal zone length the thoracic aorta measured 32 ¿ 33mm in diameter. Approximately 6cm below the taa (3 ¿ 4 cm proximal the celiac artery), a ~36mm diameter x 22mm length thoracic outpouching/dilation was also observed. Review of CT¿s from ~4 months post-implant revealed that a single valiant free-flo stent graft had been implanted within the patient¿s descending thoracic, overlapping taa which remained essentially the same size as prior to implant; 6cm max diameter x 7cm length taa. The distal stent graft diameter along the 4cm distal seal length measured ~31mm, and ~1cm below to the distal od previously seen 38mm thoracic outpouching was again visible. Contrast was seen within the taa; primarily along the lateral-left and anterior of the stent graft; however, the source of the contrast could not be determined from the CT¿s returned. A distal type I endoleak possibly due to insufficient stent graft oversizing cannot be ruled out, however, there appeared to be adequate distal (and proximal) seal length. A type iiib fabric endoleak or a type ii endoleak also could not be ruled out as a potential source. Images during the intervention which reportedly resolved the endoleak, including angiograms with endoleak interrogation to help determine the endoleak source, were not available for return. If information is provided in the future, a supplemental report will be issued.